Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients lead had migrated that was revealed through x-ray. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc22185000, model: sc-2218-50, serial: (B)(4) , batch: (B)(4).